Manufacturer narrative:
Unit received and found no button response due to corroded keypad traces and no button error alarm. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error, except that the pump may have been exposed to sweat. Customer's blood glucose was 127 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.